Event description:
The extension tubing comes apart at the hub connector. This opens the patient's IV line open, patient bleeds out of the IV and is also not receiving the medical or fluid. We have had 11 known instances of this at this hospital within the past two weeks. Dates of use: (B)(6) 2013-(B)(6) 2014. Reason for use: extension tubing from patient IV to IV tubing.